Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the slda could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. The mr was reduced to 2. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A second clip was deployed lateral to the slda clip for stabilization. Two clips were implanted, reducing mr to 3. The patient left cath lab in stable condition. No additional information was provided.